Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5182216-mw5182219 please see related records (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It has been reported that there was a cgm consistently off over 100 points difference in in readings. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported.